Event description:
Patient revised for second time on (B)(6) 2020 due to instability. Primary surgery occurred (B)(6) 2019, and first revision (due to dislocation) occurred (B)(6) 2020 (previously reported). The surgeon removed the size 8 humeris stem, 135/145 reversed adapter, 36/+6 humeral cup and 36mm eccentric glenosphere. The surgeon then implanted new 40mm centered glenosphere with screw and a stem from a different manufacturer.